Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the helmer refrigerator was showing as 'not on bus.' A field service engineer (fse) dialed into the station and found the refrigerator disconnected in the es storage space configuration. Following the knowledge article, the fse guided the technician to properly shut down both the helmer refrigerator and the medstation. The fse then powered on the helmer refrigerator first, followed by the medstation, to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.